Manufacturer narrative:
A site visit was conducted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy, a system advisory displayed light source not working. The case could not be completed on the same day. Additional information was received from a company representative, who reported that several system advisories were confirmed by review of the event log and ignored by the theater staff. The procedure was completed the following week.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The lamp in the auxiliary illuminator kit had surpassed its rated life span. Therefore, the lamp was replaced to resolve the issue. Additionally, the auxiliary illuminator was replaced. The system was found to meet specification. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 28, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to auxiliary illuminator kit. (B)(4).